Event description:
IV med pronestyl being administered for several days. Noted on 3/24/95 that rate set was not rate delivered. Pump was plugged in at all times except during pt transfers. Pump set aside to be repaired.